Event description:
The patient experienced pain; described as new pain in the left upper quadrant (abdominal stimulation). The lead was revised. The system was reprogrammed. The patient outcome was reported as moderately acceptable. The patient recovered without sequela. See manufacturer's report # 3004209178200901162 for the patient's other active device system. It was unclear which system the replaced lead was a part of.